Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon and guidewire lumen. The tear is 8mm from the tip and is approximately 20mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.